Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear particle was observed in the administration line tubing of a large volume infusor. This was identified during inspection post compounding. The device was filled with cytotoxic drug fluorouracil hs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection on the returned unit via the naked eye noted a clear particle, measured to be 0.54 mm in length, embedded in the material of the tubing line. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was identified to be polyvinyl chloride (pvc) via ftir test fourier-transform infrared spectroscopy). Pvc is the material of the tubing line. A fragment of pvc (clear particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing. The reported condition was verified. The cause of the condition was related to the manufacturing process. Particulate matter (pm) that is not in the fluid path is unlikely to cause harm as this issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.